Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the user¿s request was confirmed due to a faulty patient board set. A worn-out lock latch on the video connector was causing poor connection. The housing contained faded text on the front panel and a corroded bottom chassis. No other issues were found during the device inspection. If additional information is provided a supplemental report will be filed.

Event description:
A user facility reported connector issues on a video system center. The scope image was not showing on the monitor during preparation for use. No patient harm or injuries were reported. No additional information has been obtained.

Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: ¿push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include the chronological deterioration due to long-term repeated use or by the use in an environment that deviated from the operating environment.